Event description:
The customer reported that the images produced were unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable at this time.